Manufacturer narrative:
This device is used for treatment, not diagnosis. The azur system is intended to reduce or block the rate of blood flow in vessels of the peripheral vasculature. It is intended for use in the interventional radiologic management of arteriovenous malformations, arteriovenous fistulae, aneurysms, and other lesions of the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel/aneurysm perforation, unintended parent artery occlusion, incomplete filling, vascular thrombosis, hemorrhage, ischemia, vasospasm, edema, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Based on the investigation findings the complaint cannot be confirmed as the implant cannot be removed from catheter and the delivery pusher is not available for evaluation. The most likely root cause could not be determined. (B)(4).

Event description:
It was reported that during an embolization procedure, the coil prematurely detached from the delivery pusher within the 4f glidecatheter. No intervention was reported. No patient harm or injury was reported as a result of this incident.